Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2005 via tka for the patient¿s left knee joint. It was reported that the patient visited the hospital due to a pain of right knee joint in (B)(6) 2020. When this exam, the surgeon found that the patient¿s left knee joint had varus deformity and the tibial insert worn by x-ray. On (B)(6) 2020, the surgery was performed under general anesthesia by replacing the tibial insert for the patient¿s left knee joint and implanting unknown implants for the patient¿s right knee joint via tka. The incision was 15 cm. The surgery was completed, and it was unknown whether there was any surgical delay. The patient will undergo rehabilitation. No further information is available.